Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is meant by clip misfired? The clip did not fire appropriately. It either didn¿t clamp or fired multiple clips did clip not deploy from jaws of device? Sometimes was clip malformed? No how was case completed? The case was completed utilizing another stapler. Was there any patient consequence? None was there any change to procedure or post-op patient c are? No there were no changes is device available to send back for analysis? No.